Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and a clot issue occurred. After the pulmonary vein isolation (pvi) ablation was performed, when the catheter was removed from the patient¿s body, the clot was confirmed to be attached on the qdot micro catheter 3.4 pole on the distal side of the tip electrode. For additional ablation, the qdot micro catheter was replaced with another new one. The procedure was successfully completed. There was no patient consequence reported. Ablation time did not exceed 60 seconds per ablation. Contact force (cf) value did not exceed 25 g. Irrigation setting was within the recommended range. The setting of pre rf time and post rf time: pre 2s, post 4s. Power setting was 90w, 50w, 30w. Additional information was received. When the catheter was removed from the patient's body, clot was confirmed to attached between the electrodes of the qdot micro catheter 1 and 2. The patient was anticoagulated. Act: 300sec over. Heparinized normal saline was used. The system did not present any error messages nor did the physician/user see any product problem. No issues related to temperature and flow on the catheter. Correct catheter settings were selected on the generator as the generator automatically selects correct catheter setting the generator parameters were set to temperature control mode. Temperature cut off set to: 47, impedance cut off set to: 200o. The pump was switching from ¿low¿ to ¿high¿ flow during ablation as the ngen generator automatically sets appropriate irrigation flow according with the temperature. The duration of ablation used was not greater than 60 seconds. The average contact force was not greater than 25 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was pre: 2s, post: 4s. The carto visitag module was used and the settings were set to respiration setting on, stability range 5mm, stability time 4s, force over time25%, 3g, tag size 2. The color option used was tag index. No neurological symptoms observed.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter. After the pulmonary vein isolation (pvi) ablation was performed, when the catheter was removed from the patient¿s body, the clot was confirmed to be attached on the qdot micro catheter 3.4 pole on the distal side of the tip electrode. For additional ablation, the qdot micro catheter was replaced with another new one. The procedure was successfully completed. There was no patient consequence reported. The bwi product analysis lab received the device for evaluation on 12-mar-2024. The device evaluation was completed on 18-mar-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature, impedance and patency test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. No char, thrombus or clot residues were observed during the inspection. A picture was provided by the customer; however, the picture does not provide enough evidence to confirm the presence of char, thrombus or clot. The temperature and impedance test was performed, and no issues were observed. A patency test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. Monitoring the temperature from the electrode during the application of radio frequency (rf) current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).